Event description:
It was reported that the patient is concerned that she may be allergic to the components of the plates and screws used to secure a bone flap after a craniotomy. The patient is experiencing an elevation in blood levels for certain metals and elements. This report is 19 of 19 for (B)(4).

Manufacturer narrative:
Device has not been explanted, so device is not available for return or investigation device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the devices have not yet been explanted. The patient is currently undergoing testing to determine if explantation of the device are indicated.

Manufacturer narrative:
Patient¿s date of birth and weight are unknown date of original implant is unknown. It is unknown if the device was explanted. It is unknown if the complainant part will be returned to the manufacturer for review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.